Event description:
The pt received two leads with the same lot number. It was reported the pt no longer had effective stimulation, so the physician replaced the leads, and implanted two new leads in a different location. Postoperative the pt was receiving adequate stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.